Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.   The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the surgeon was using powered circular stapler and after inserting into rectory and connecting anvil to stapler, surgeon went to fire stapler. Upon trying to fire it nothing happened. He checked to see if handle was illuminated and it was, so he knew battery was working. He removed battery and re-inserted and tried to fire. Nothing happened. Opened new stapler and tried new battery in original stapler and nothing happened. He removed that battery and re-inserted and stapler then fired. Donuts were complete and leak test was negative. There were no patient consequences reported.